Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora coronary catheter balloon to treat a mildly calcified, mildly tortuous lesion with 100% chronic total occlusion (cto) in the mid left anterior (lad) descending artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties were noted during balloon inflation and deflation issues were encountered during subsequent inflation. It was detailed that an attempt was made with other inflation devices and the balloon was deflated to some extent. After removal it was noted that the balloon was still in an inflated state. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: one still fluoroscopic image was provided from the account. This image shows the inflation of a balloon. But the inner shaft appears to only have one inner shaft marker band. A 2.5 x 20mm nc euphora device contains 2 inner shaft markers. This still image does not provide any indication that inflation or deflation difficulties have been encountered. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. A 4 mls contrast and 6mls saline were used. The balloon was being used to post-dilate a deployed stent. The inflation pressure of 16 atm was applied. Deflation difficulties were noted after the first inflation only. Two non-medtronic inflation devices were used to attempt to deflate the balloon and remove the balloon from the patient, however, after repeatedly attempting to deflate the balloon, difficulties were en countered. The balloon was deflated to some extent, and it took approximately 10 minutes to partially deflate the balloon and retrieve the balloon back with difficulties encountered. No intervention was needed to remove the device from the patient. The device was not moved or repositioned while inflated. The same inflation device was successfully used with other devices. It was later reported that there was no inflation difficulties encountered. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.